Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that after the user attempted to engage the safety device, the arm separated from the base. This caused the tip of the needle to become exposed and a needle-stick injury resulted.